Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not fully clip. The tip was misaligned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The clip seated without incident. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The first clip did not clamp as it should. A second attempt was made, and that was when it appeared the tip was misaligned. The clip did not fall inside the patient. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). This occurred on the first clip application attempt. A second instrument was used to resolve the issue.